Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during the procedure, while advancing a 2.25x8 rx xience xpedition stent delivery system (sds) into an unspecified guiding catheter, prior to reaching patient anatomy, resistance was felt and force was applied, resulting in separation of the rx xience xpedition proximal shaft; the physician discovered that the unspecified tuohy-borst hemostatic valve had been inadvertently closed, causing the resistance and likely contributing to the shaft separation. Each part of the xpedition shaft was able to be withdrawn from the guiding catheter and opened hemostatic valve without issue. Another xience xpedition sds was used to complete the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.